Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the implant was not working as well as it had and her symptoms weren¿t being controlled. The patient stated that the last time she had the problem her manufacturer representative (rep) worked with her and told her to stay on program 1, 2, and 3, but not 4 because 4 doesn¿t do what it is supposed to do. The patient stated last time she had the problem it was resolved after working with the rep. The patient did not feel stimulation and therapy was on. The patient felt stimulation in the correct area after increasing from 1.5 v to 1.9 v on program 1. The patient noted she had an appointment with her healthcare professional (hcp) in march. The patient noted she had a return of symptoms in the week prior to the call. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.